Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that flexvision would not boot with system. Upon doing some functional test fse checked bios battery and mpdu. Fse found that flexvision pc was defective. Fse replaced the flexvision pc, after replaced the flexvision pc the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision pc will not boot with the system and requires a manual boot. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse replaced the flexvision pc and returned the system to use in good working order.